Event description:
A malfunction alarm occurred, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump with the understanding to call back if the issue happened again.